Manufacturer narrative:
(B)(6). (B)(4). The returned trapezoid basket was analyzed, and a visual evaluation noted that the device contains several remnants of use. Functional test was performed and found the basket failed to open. After the device was flushed and cleaned with water, it was then possible to open the basket which contained more remnants of use. Dimensional inspection observed that the side car rx was pushed back approximately 4.5 mm which is out specification. The reported event was confirmed. Based on all available information, it is possible that the manipulation, or patient's anatomical conditions could have contributed to the reported event. Additionally, the side car rx push back could have occurred due to the force applied when an attempt was made to open the jammed basket. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, the trapezoid rx basket was first used to perform lithotomy. After entering the bile duct for the second time, it was found that the basket failed to open, and the procedure could not be continued. The procedure was completed with another of same device. There were no patient complications as a result of this event. The investigation results revealed that the side car-rx was pushed back; therefore, this is now an MDR reportable event.